Event description:
The patient reported pain that is worsening over time and "something poking out of incision". The patient also reported he feels his body is rejecting devices. After an ER visit one week earlier, the patient states that his "heart is just fine". Allergy kit discussed and device remains in use at this time. No further patient complications were reported as a result of this event. It was additionally reported that the device was causing inflammation. The area around the device is puffy, tender, and sore. The clinic confirmed that the patient will have a skin test for heavy metal allergies, which are possibly related to the device. The device remains in use. The clinic also confirmed that the atrial lead had sensing difficulty and no capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported pain that is worsensing over time and "something poking out of incision". The patient also reported he feels his body is rejecting devices. After an ER visit one week earlier, the patient states that his "heart is just fine". Allergy kit discussed and device remains in use at this time. No further patient complications were reported as a result of this event.